Event description:
A 3.0mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent was deployed in the prox-mid lad of a pt during index procedure. However it was reported that the pt was hospitalized due to ami approx 10 months post implant of the relevant stent. Revascularization of target lesion was performed. Repeated hospitalization was required two days later, cardiac enzymes met the protocol of mi but the pt did not experience a mi based on the treating physician clinical judgement. It was reported that the pt received an implantable cardioverter defibrillator (aicd) approx 11 months post index procedure. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4): eval results: mi/tvr.